Event description:
This ra lead was explanted due to dislodgement.

Manufacturer narrative:
The lead was not returned for analysis. The report therefore refers only to the analysis of the pacemaker. After it was received, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted in a test could be contacted with easy passage, low ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the standard. The sealing system was found to be undamaged. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed a specification-conforming behavior in regard to its device functions. In summary, the device was without defects during the analysis and within specifications both regarding the connection system and the electronics. There was no material defect or manufacturing error.